Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (400 mg/dl) and ketones were present. A corrective bolus and insulin pens were used to address the bg level. The contact did not know the cause of the high bg and thought it could have been due to a bent cannula. As the high bg had occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.